Event description:
Information was received indicating that a smiths medical medfusion pump had a motor problem. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h6: additional information was received indicating that the problems were all found during annual preventive maintenance checks; there was no patient injury. One medfusion 3500 pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no error which related to the customer reported problem. To further investigate, a syringe delivery test was performed. Customer problem was duplicated. The pump was found running loud at syringe delivery test. Stepper motor and worm coupling was old, dirty and worn out due to normal wear (pump was over 14 years old). The stepper motor and worm coupling were replaced.